Event description:
Dexcom g6 sensor inaccuracy: 11:30am g6 reading 198, finger stick reading 141. That is a mard of 40.4%, which is outside the allowed 20% range. Dexcom g6 sensor inaccuracy: 7:28am g6 reading 161, finger stick reading is 128. That is a mard of 25.8%, which is outside the allowed 20% range.